Event description:
It was reported that multiple cartridges were leaking at the septum. Customer loaded a new cartridge to address the issue, but the leak recurred. Customer's blood glucose was 139 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and complete troubleshooting, but no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.